Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten and no motion sensor test failure alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor position encoder error and motion sensor test failure alarms. The customer¿s blood glucose level was 389 mg/dl at the time of the incident. Customer stated that he was not able to do a set change due to the reservoir got stuck in the insulin pump. Motor position encoder error and motion sensor test failure alarms was in the alarm history. Displacement test was performed and failed. Unable to troubleshoot on high blood glucose due to insulin pump not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.